Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 11 months after the implant a decrease of shock impedance < 25 ohms was seen via homemonitoring. All parameters measured during a follow-up on the (B)(6) were satisfactory. All other diagnostics/trends are stable. A chest xray was taken which was normal and showed no issue with the integrity of the dx lead. No adverse patient side effects were reported.